Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('could not locate the implants / could not locate the devices') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2019, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("fatigue"), anxiety ("anxiety"), abdominal pain lower ("lower left quadrant pain"), alopecia ("hair loss"), pelvic pain ("pelvic pain"), tinnitus ("tinnitus") and menopause ("perimenopause"). Essure treatment was not changed. At the time of the report, the device dislocation, fatigue, anxiety, abdominal pain lower, alopecia, pelvic pain, tinnitus and menopause outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, anxiety, device dislocation and fatigue with essure. The reporter considered menopause, pelvic pain and tinnitus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2019: could not locate the implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('could not locate the implants / could not locate the devices') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2019, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("fatigue"), anxiety ("anxiety"), abdominal pain lower ("lower left quadrant pain"), alopecia ("hair loss"), pelvic pain ("pelvic pain "), tinnitus ("tinnitus") and menopause ("perimenopause"). Essure treatment was not changed. At the time of the report, the device dislocation, fatigue, anxiety, abdominal pain lower, alopecia, pelvic pain, tinnitus and menopause outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, anxiety, device dislocation and fatigue with essure. The reporter considered menopause, pelvic pain and tinnitus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2019: could not locate the implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new reporter was added. Event perimenopause added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority on 05-mar-2019. The most recent information was received on 19-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("could not locate the implants / could not locate the devices") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2019, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("fatigue"), anxiety ("anxiety"), abdominal pain lower ("lower left quadrant pain"), alopecia ("hair loss"), pelvic pain ("pelvic pain ") and tinnitus ("tinnitus"). Essure treatment was not changed. At the time of the report, the device dislocation, fatigue, anxiety, abdominal pain lower, alopecia, pelvic pain and tinnitus outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, anxiety, device dislocation and fatigue with essure. The reporter considered pelvic pain and tinnitus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina: in (B)(6) 2019: could not locate the implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: quality-safety evaluation of ptc on 18-mar-2019: maude received. Added event pelvic pain, tinnitus. Fu1 & 2 process together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("could not locate the implants") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1. In (B)(6), the patient had essure inserted. In (B)(6) 2019, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("fatigue"), anxiety ("anxiety"), abdominal pain lower ("lower left quadrant pain") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the device dislocation, fatigue, anxiety, abdominal pain lower and alopecia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, anxiety, device dislocation and fatigue with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina in (B)(6) 2019: could not locate the implants. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.